Manufacturer narrative:
Exact date unknown, event occurred over a year ago.

Event description:
It was reported that the patient had a difficulty charging the ipg and the patients ipg had been nonfunctional. The patient underwent an ipg explant procedure. The explanted ipg was discarded.